Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited their doctor due to a hypoglycemic event. The patient's blood glucose levels declined to 50 mg/dl while wearing the pod during an unspecified duration of use. The patient reported receiving insulin in an emergency visit to their doctor. Information regarding symptoms, treatments, duration of visit, or pod availability for return were not provided as the patient terminated the chat. Good faith effort was made to obtain additional information from the patient; however no additional information was able to be obtained.